Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 01/28/2025, it was reported by a sales representative via (B)(4) that an ar-13999mf fastpass scorpion grasping clamp was loose. The patient was no affected. This was discovered during a procedure, with no reported patient harm. Additional information was received on 01/31/2025: this occurred during a rotator cuff repair on (B)(6) 2025. A separate fastpass scorpion was opened to complete the case successfully and promptly. There was a minimal delay with minimal amounts of added anesthesia administered.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-13999mf fastpass scorpion batch number: 15291478 was received for investigation. Visual evaluation of the returned device noted no issues with the exterior of the device. Functional testing was performed by actuating the returned device and it was found that the jaw does not close completely as intended. This can be attributed to a manufacturing issue being addressed by ncr-28217. Refer to record cross reference.